Event description:
The physician was treating a very tortuous and very calcified lesion in the distal plb right coronary artery using buddy wire technique with an rx and a cougar wire. An angioscope device was also used during the procedure. The cougar wire had been inspected prior to use with no issues noted. Some resistance was encountered when withdrawing the wire from the patient. On removal the wire had stretched, no part of the wire remained in the patient. No intervention required. No injury reported as a result of this issue.

Manufacturer narrative:
Result, conclusion: torquing or pulling of device during procedure/ multiple devices used in conjunction with the wire. Very challenging bifurcation, very tortuous, very calcified lesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: received for evaluation was one coiled cougar wire. The wire was in two pieces without original packaging. The wire is curled at the distal broken tip section most likely due to torque or pulling force. The wire coils are stretched. Cine images review: review of the cine images showed the use of two wires and what appeared as a balloon catheter at a very challenging bifurcation. Images do not show at what point during the procedure the wire unraveled.

Manufacturer narrative:
Evaluation, results: (no conclusion, evaluation still in progress). Conclusions: conclusion not yet available (evaluation in progress). (B)(4).